Manufacturer narrative:
(B)(4) date sent: 2/25/2022 d4: batch # v95a34 investigation summary: visual analysis of the returned sample determined that the 23nbs device was received with the tip of the sleeve damaged/melted. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage, please avoid the contact with laser, electrosurgical or ultrasonic devices. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic oophorectomy, it was found that the tip of the outer cylinder was deformed when it was about to be inserted into the patient. The device was to be used on the oviduct. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.